Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a stained end cap sticker, a cracked lcd window and cracked battery tube threads.

Event description:
Customer reported that the insulin pump returned a motor error alarm. Customer reported that the insulin pump was recently exposed to a high magnietic field. Blood glucose level was not provided. No further information was provided.